Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Emdr retraction: this emdr has been submitted to retract MDR number with patient ID (B)(6) (mfg report number: 9618003-2024-02431) since submission status was not confirmed at that time. Therefore, another alternate emdr with patient ID (B)(6) (mfg report number: 9618003-2024-02578) was submitted on (B)(6) 2024 to cover the same. Hence, this emdr will be retracted. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
It was reported by the distributor that primary packages had open seals (none allowed) . The product was not used by patient. A photograph depicting the issue was received from complainant.

Manufacturer narrative:
Device 1 of 3. E1: complainant street address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 9618003.